Event description:
It was reported, the high frequency electrosurgical unit experienced an e433 temporary failure error. It is currently, unknown when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed front panel damage. The reported error was likely occurred due to the damage/crack of the front panel. Olympus will continue to monitor field performance for this device.